Event description:
It was reported that the cardiosave intra-aortic balloon pump unit had been compromised and blood was found in the helium tubing . The patient has a severely calcified aorta. There is no harm to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11 corrected fields: e3. Additional customer contact information: name: (B)(6), occupation: biomedical engineer, phone: (B)(6). A getinge field service engineer (fse) evaluated the iabp and found blood back in safety disk and pim module and able to verify pneumatic failure. He replaced pim (d997-00-1178) pneumatic module assy, rohs and complete full calibration, functional testing and safety check to factory specifications and then returned to the customer and cleared for clinical use.